Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient told them the device had not been working in seven years. Technical services asked but the caller did not know why the device stopped working. No symptoms were reported. The event date was unknown and it was unknown why the reported timeframe predated the implant date. Follow-up for clarification was initiated.

Manufacturer narrative:
Reported as an estimate: due to additional information, (B)(4) is the applicable device code. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(4) 2018 reporting that the neurostimulator device stopped working in ap proximately (B)(4) or early (B)(4) 2016. It had been implanted on (B)(4) 2012 with the life expectancy of 5 years. It was confirmed that the device worked as long as it was supposed to. The patient's hcp advised the consumer that they could have a new implant in their abdomen that would be more convenient. The event was reported to be resolved. No further complications were reported.